Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited oversensing, which led to inappropriate anti-tachycardia pacing (atp) therapy. Additionally, the low amplitude was also observed. Technical services provided troubleshooting options including evaluating the medication of this patient and programming the sensitivity. At this time, the product remains in service and no adverse patient effects were reported.